Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided. Reportedly, the customer did not deliver a bolus to cover a meal that was consumed. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.